Manufacturer narrative:
The bwi failure analysis lab noted the returned catheter on (B)(6) 2014. The connector housing and pins have black and light green materials on them. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that when connecting the ez steer thermocool sf navigational catheter during an idiopathic ventricular tachycardia (idvt) procedure, the body surface (bs) ECG's got noisy. Changing out the catheter cable did not resolve the issue. Changing out this catheter resolved the issue and the procedure was continued. There was no patient injury reported in this procedure. Upon request, additional information was provided on the event. The noise occurred on all the channels, including all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto and recording systems at the same time. There was massive artifact noise and the ECG looked flatlined. The physician was unable to interpret any of the signals. The severity of the noise on all the channels on both the carto system and the recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
(B)(4) it was reported that when connecting the ez steer thermocool sf navigational catheter during an idiopathic ventricular tachycardia (idvt) procedure, the body surface (bs) ECG's got noisy. Changing out the catheter cable did not resolve the issue. Changing out this catheter resolved the issue and the procedure was continued. There was no patient injury reported in this procedure. The returned device was visually inspected upon receipt and some green and black residues were found inside the connector pins. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent residues around the connector from leaving the facility. The customer complaint cannot be confirmed. The origin of the residues remains unknown.